Manufacturer narrative:
(B)(4). The field service representative (fsr) confirmed the complaint. The fsr found an intermittent connection of the water switch and repaired the unit. The unit is now operating in all modes with no alarms. There will be no parts to return to the manufacture. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit shut down and alarmed after a few seconds when perfusionist (ccp) was attempting to circulate water to the main circuit. A "pump not primed" error message was observed. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.